Manufacturer narrative:
The pump was received with currents within specification. The pump had intermittent button response due to moisture damage on the keypad trace. The numbers did not ramp up on their own and the scroll bar did not move on its own with no input. The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No stuck keypad was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 230 mg/dl at the time of the incident. Caller stated that the up arrow key is stuck.. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer's blood glucose was also reported to be up to 500 mg/dl. Customer was on his way to get lantus. Caller declined troubleshooting for the high blood glucose and stated that she knows why his blood glucose is high. Caller stated that it is due to the pump issue. Customer treated with a manual injection.